Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8079067. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that the intima-ii y 24gax0.75in prn ec slm npvc experienced leakage prior to use. The following information was provided by the initial reporter: the patient was hospitalized for surgical treatment due to left popliteal cyst, preoperative preparations had been made and preoperative infusion, the connection of blood transfusion device and closed indenture needle was not sealed when the fluid was removed, and the medical staff had given the patient good explanation with timely replacement, no adverse consequences were caused.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn ec slm npvc experienced leakage prior to use. The following information was provided by the initial reporter: the patient was hospitalized for surgical treatment due to left popliteal cyst, preoperative preparations had been made and preoperative infusion, the connection of blood transfusion device and closed indenture needle was not sealed when the fluid was removed, and the medical staff had given the patient good explanation with timely replacement, no adverse consequences were caused.